Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was doing well. The log file analysis showed backup battery faults. The backup battery ribbon cable looked to have been re-seated and that the backup battery was exchanged. There were no other unusual events seen within the log files. The system controller was exchanged due to multiple/recurrent backup battery fault alarms after prior backup battery changes were unsuccessful. Alarms resolved after system controller exchange.

Manufacturer narrative:
Section d4: corrected information. Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed via the log files. A review of the log file spanned approximately 23 days (07dec19 ¿ 13dec19 and 07feb20 ¿ 24feb20 per time stamp). The backup battery fault alarm activated from 07dec19 at 18:50 to 08dec19 at 17:59 and 12feb20 at 22:10 due to a failed load test. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. When the load test failed, the loaded voltage measured 11.44v and the unloaded voltage measured 12.29v. When the alarm first activated, it remained active until 08dec19 at 18:05 when it was reseated. The second time the alarm activated, it cleared on its own shortly after. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller had dim pump running leds. The controller was able to support pump function for an extended period of time. No alarms were reproduced. Additional provided information indicated that the alarm resolved by exchanging the controller. A root cause for the reported event cannot be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.